Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable, lens remains implanted in the eye. (B)(4). Device evaluation: the suspect lens is not being returned for evaluation because it is still implanted in the patient eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-implant the patient¿s visual acuity is lower than expected. Surgeon states the patient¿s refraction is +0.50 at 10 degree four months post-operatively, so he decided to implant a piggy back model ar40m +1.5 diopter after calculating with a barrett calculator. At implant of the piggyback lens the incision was enlarged to 2.75. Additional information states there was corneal edema post-op of the piggy back lens, visual acuity was not available. No other information provided.